Event description:
There was an allegation of questionable a1c results from the cobas c 503 analytical unit. Patient (B)(6) initial result was 15%, and the repeat result was 5.9% on (B)(6) 2025. Patient (B)(6) initial result was 10%, and the repeat result was 6.3% on (B)(6) 2025. The repeat results are deemed to be correct.

Manufacturer narrative:
The a1c reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) performed the annual preventative maintenance and replaced syringe seals, the sample probe, vacuum pump diagrams, vacuum pump filter, and the heat cut filter. The fse completed a 21-point precision and it passed. The investigation determined that the service action resolved the issue.